Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer's blood glucose levels were not included in the report. Customer is not able to troubleshoot at the time of the call. The cause of the issue was undetermined. Customer reports the alarm was resolved by a complete set change. Product is being replaced based on customer's request.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.